Event description:
It was reported that on (B)(6) 2025, a 9mm amplatzer septal occluder was chosen for an atrial septal defect (asd) using a8f amplatzer trevisio intravascular delivery system. During procedure, when the device was expanding inside the body it had a cobra deformation. The deformed occluder was retrieved outside the patient prior to release from the delivery cable inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A new 9mm amplatzer septal occluder was chosen and successfully implanted with the same delivery system. There was no adverse patient effect the patient was reported stable. No additional information was provided.

Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the information received, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling. The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.